Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h6- health effect - impact code: 4625 used to capture sutures. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s eye and then removed. After the iol went into the eye the doctor noticed the capsular bag was compromised. She then removed the iol and implanted a 3-piece silicon sulcus lens from bausch and lomb. It¿s difficult to say if the iol contributed to the capsule tear. There was no patient injury. A suture was used to close the incision. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: apr 3, 2024; section h3: evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was visually inspected revealing that the plunger rod was fully advanced and the plunger rod was damaged/ bent. This damage is consistent with damage that could occur during shipping. No further issues were observed with the complaint simplicity. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues were identified. No issues that could cause or contribute to the complaint issues reported were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.